Event description:
Covidien received info stating that an 840 ventilator's keyboard experienced an unresponsive silence alarm key. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the keyboard assembly. The unit passed all testing and operates within the manufacturing specifications. (B)(4).